Event description:
Consumer report of a second incident of uveitis in one eye. No treatment or outcome info provided, despite request having been made. It is unk if one or multiple lenses involved.

Manufacturer narrative:
As there was no product returned or lot info provided, no detailed investigation can be performed.